Event description:
A peritoneal dialysis (pd) patient's caregiver reported a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records when the caregiver had called into technical services due to a pump a vs. B volume error alarm. A review of the patient¿s treatment records identified that the patient drained 5459 ml during drain 1 of the treatment. This drain volume is 260% of the patient's fill volume of 2098 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse said there was no harm, intervention or adverse event due to the overfill. The patient did get a new cycler. The cycler is available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touchscreen test passed. Voltage verification check passed. System air leak test passed. Valve actuation test passed. Teach pumps check passed. Patient sensor check passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records when the caregiver had called into technical services due to a pump a vs. B volume error alarm. A review of the patient¿s treatment records identified that the patient drained 5459 ml during drain 1 of the treatment. This drain volume is 260% of the patient's fill volume of 2098 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient's pd nurse said there was no harm, intervention or adverse event due to the overfill. The patient did get a new cycler. The cycler is available to return as a sample product.